Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Doctor reported that the insulin pump alarmed off no power. The alarm could not be resolved by taking out the battery for 10 minutes or changing the battery multiple times. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.